Event description:
A healthcare professional reported a patient whose indication for use is parkinson's dual and movement disorders had pre-scan testing and the rf power had gotten up to 2.7ut b1+rms and the patient had felt a tingling in their hand. The procedure was stopped and they had called to inquire if they could continue the scan. The scan was not related to the patient's deep brain stimulator. This had occurred on (B)(6) 2016. The patient's tingling sensation had gone away the same day of the scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.